Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2026 due to an electrode migration. The patient was reimplanted with a new device during the same surgery.